Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the diagnostic procedure was completed by using another system. A philips field service engineer (fse) inspected the system and confirmed an error related to the x-ray tube oil chiller initialization. However, after several system start-up attempts, the error did not reoccur. As a precautionary measure, the fse inspected the oil level within the x-ray tube¿s cooling circuit and found no abnormalities. The system was returned to use in good working order. The codes have been updated based on the investigation's outcome. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that system would not do fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.